Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 317 mg/dl. The customer¿s current high blood glucose 317 mg/dl. The customer treated with insulin pump. The customer also had low blood glucose level 53 mg/dl. The insulin pump had suspended and then an hour it was 179 mg/dl. The customer ate a piece of toast to treat and then customer's blood glucose 85 mg/dl. The customer's blood glucose was 217 mg/dl after gave two units of insulin. The customer also noticed air bubbles in tubing. The product was not returned for analysis.